Event description:
The customer reported that the unit failed to power up with battery or ac power.

Manufacturer narrative:
The customer reported that the unit failed to power up with battery or ac power. The device was evaluated at philips, and the failure was confirmed. Replacing the power pca resolved the issue. In 2009, the philips customer repair ctr evaluated the unit, confirmed the failure, and repaired the unit by replacing the power pca.